Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced prolonged hyperglycemia after a continuous glucose sensor stopped working and the system entered bg run mode without timely sensor replacement or manual bg entries, followed by reports of severe lows overnight prior to sensor failure and subsequent manual bg entry to restore glucose into range. Symptoms included vomiting, nausea, and a user-reported but unconfirmed episode of diabetic ketoacidosis. Outcomes included significant impact on glucose control, with a reported peak of 700 mg/dl and an estimated duration outside target range of approximately 36 hours, without use of backup therapy or medical intervention. Investigation included a review of device data and user report, user education on sick-day management, ketone checking, sensor replacement, and reconnection of the cgm to the ilet. Investigation of this case revealed a loss of cgm data leading to automated insulin suspension in bg run mode and user delay in replacing the sensor or providing bg values, which contributed to hyperglycemia; the user also reported erroneous low readings preceding sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear.